Manufacturer narrative:
A steris service technician arrived onsite following the reported event to inspect the amsco 5052 washer. The technician was informed that as the washer door was closing, the employee subject of the event stuck their hand in the washer to adjust the rack. The employees hand then became trapped between the door of the washer and the washer's threshold causing them to cut their finger and the reported injury to occur. The technician inspected the washer and found the unit to be operating according to specifications. No issues with the function of the washer was identified and the unit was returned to service. The root cause of the reported event can be attributed to user error. The amsco 5052 washer operator manual states (pg 1-1): "warning - personal injury hazard: risk of pinch point between door and threshold when the door opens. Keep fingers away from threshold." While onsite, the technician counseled user facility personnel on the proper use and operation of the amsco 5052 washer specifically, keeping their hands and fingers away from the door while in motion. No additional issues have been reported.

Event description:
The user facility reported an employee obtained an injury while loading their amsco 5052 washer. Medical treatment was sought and administered.